Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the lab. The device was above elective replacement indicator (eri) when received. A longevity calculation was performed based upon programmed settings and usage data up to explant timestamp. The calculations showed the battery was depleted prematurely. Electrical testing revealed that the premature depletion was caused by high current draw in the hybrid. The cause of the high input current was found to be a hybrid anomaly.

Event description:
During in clinic follow up, the longevity of the device was unable to be calculated. Technical support was contacted and recommended to replace the device as premature battery depletion was suspected. No intervention has been performed at this time, the patient was stable and will continue to be monitored.